Manufacturer narrative:
Reference number (B)(6). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 it was reported that the peg tube with a buried bumper was removed and patient now has a balloon tube due to the wound in his stomach needs to heal.